Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during surgery, the unit did not properly mesh. The taken graft was damaged; however, no additional graft was needed to complete the procedure. There was no patient impact or delay reported. Another device was used to complete the procedure. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g3, g6, h2, h3, h6 and h11. Review of the most recent repair record identified the following related findings: tech confirmed the unit would not provide a proper mesh and found the cutter and sideplate had failed. No repair was performed as the customer did not approve of the service. Thus, the unit was returned to the customer unrepaired. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There is no additional information associated with this malfunction.